Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
Note: this report pertains to the second of three hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2018-00081 and 1222780-2018-00082. It was reported the physician attempted to perform a novasure endometrial ablation on (B)(6) 2018 and the physician received several cavity integrity assessment (cia) tests using two disposable arrays. The physician then performed a hysteroscopy and visualized a perforation in the "tubal ostia area". The procedure was aborted. It is unknown if intervention was required.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).